Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, the subject device was used. When the scrub nurse cleaned the device outside the patient, she noticed that the distal end of the ptfe pad was partially missing and informed the doctor about it immediately. The doctor could not find the fragment of ptfe pad in neither the patient nor the operation area. He judged that the distal end of the ptfe pad was partially melt down, and continued the procedure. The procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. And the manufacturing history in the last 6 months from the date of occurrence was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn and the metal part is exposed. According to the above, it was possible that the reported missing of the ptfe pad was the severely wear of the ptfe pad, which occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the evaluation, this report appears to be related to user handling.